Manufacturer narrative:
The product associated with batch 4b02924 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was further reported that the community nurse was unable to name the size used, product number, date, previous dressing used and what treatment was used post dressing reaction; however, the nurse did state that all four patients had venous leg ulceration. The product was in use 1 to 3 days before the event occurred. The dressing was discontinued. Additional info was received on (B)(6) 2014 which stated "the dressing did not cause the ulcers; all ulcers were present prior to aquacel foam application." This case is to identify pt 2 which involved venous leg ulceration and redness. Note: issue occurred on (4) separate cases. A separate 3500a form has been completed for the other (3) cases. No additional pt/event details have been provided to date. Should additional info become available a follow up report will be submitted. A return sample for eval is not expected. The actual date of event is unk, so the date used was the date convatec became aware. (B)(4).

Event description:
It was reported that four patients experienced a reaction to aquacel foam adhesive with surrounding redness. As a result, one pt experienced blistering.